Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. As soon as the sample arrives we will start investigation. Therefore, the root cause of this event cannot be determined at the moment.